Manufacturer narrative:
No lot number information was supplied therefore, a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be complete because no lot number information was supplied. Examination of the returned device is still in progress. Note: according to the physician no additional information or device lot number information will be forthcoming.

Event description:
It was reported to gore by the physician, the patient presented with a delayed reaction after an open rhinoplasty procedure using the gore subcutaneous augmentation material. The patient did not respond to antibiotics so the physician explanted the device gore has made the decision to report this incident because the device was explanted.